Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent fluctuations in blood glucose levels, ranging from highs above 200 mg/dl to lows near 60 mg/dl. The user stated that the system had previously maintained good glucose control but had begun fluctuating over the past week. At one point, the user disconnected from the device before work and relied on injected insulin as needed, using supplies available at home. During the initial report, their blood glucose was approximately 250 mg/dl, and they planned to administer an insulin injection. The user reported treating low glucose values with carbohydrates and administering insulin injections during periods when they were disconnected from the device. No ketone testing, professional medical intervention, or additional assistance was reported, and no immediate adverse health effects were experienced. The user was unable to sync their reports due to login issues, and support attempted multiple follow-ups to gather data and assess potential causes. The user and their spouse believed the lows might be related to basal insulin delivery, but this could not be confirmed without access to device data. The user chose to remain disconnected from the system until speaking with an educator because they had a history of seizures related to severe hypoglycemia. Over several follow-up interactions, support coordinated with an educator and provided instructions to reinstall the mobile application and re-sync the device. When reports were eventually accessible, the data showed stable glucose control despite the user¿s description of significant fluctuations. Additional context provided by the user revealed irregular eating patterns during work hours, including fasting for extended periods and consuming small protein-based snacks without meal announcements. Support arranged for educator follow-up, and the user later confirmed that they had met with an educator, reconnected to the device, and were doing well without further concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.